Event description:
It was reported that there was atrial lead non-capture. Repositioning was unable to obtain capture. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that there was atrial lead non capture. Repositioning was unable to obtain capture. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).